Event description:
The rep reported the device was used during an open bowel case. It was reported the tx30b staples leaked according to the surgeon. The pt was returned to surgery. No furtehr info is available at present. 01/11/1998 rep met with the surgeon who stated: pt was returned to surgery due to leak at the common line where the anastomosis was and the surgeon sutured where he believed the staple line was leaking.